Event description:
A (B)(6) female pt's daughter called zoll customer support to report that the pt's charger/modem was not detecting inserted battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not properly detecting inserted battery packs) was confirmed. Upon investigation the battery charger/modem was unable to properly detect when a battery pack was inserted. The cause for the failure was isolated to contamination on the battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement battery charger/modem.